Manufacturer narrative:
Also reported under 14117592-2022-00115.

Event description:
It was reported by a physician that the facility experienced an increase in secondary infection post-surgery during use of optifoam dressings.